Manufacturer narrative:
The insulin pump passed the self test and displacement test. No vibration anomaly was noted. No cosmetic damage was noted.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a vibrate anomaly. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.